Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance and inexact lead positioning. The patient underwent a replacement procedure and was doing well post-operatively. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17696906.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance and inexact lead positioning. The patient underwent a replacement procedure and was doing well post-operatively. The explanted devices were disposed by the facility.